Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the black box shows power on reset (por) event prior to a battery changes on (B)(6) 2017 at 11:21; deliveries resumed at 11:33. An unexplained por event was observed on (B)(6) 2017 at 12:11; deliveries resumed at 12:20. A second unexplained por event was observed on (B)(6) 2017 at 16:11 and 16:19; deliveries were never resumed. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap or the battery compartment. The returned battery cap securely tightened to the pump with no visible yellow o-ring showing. The pump booted up to the verify screen with audible and vibratory features. The returned battery cap measurements were within required specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was an intermittent power issue with the pump. The reporter stated that there was moisture present. The reporter alleged that the patient had a blood glucose of 17 mmol/l with symptoms of thirst and small ketones. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.